Event description:
It was reported that the catheter balloon would not deflate, but could be injected with more water. The user injected the balloon till it ruptured and removed the catheter from the patient. Per additional information from the ibc via email (B)(6)2018 ; yes there were missing pieces. Additional information was received from the international business center via email on (B)(6)2018 , that the information on the missing pieces of the catheter balloon could not be obtained.

Manufacturer narrative:
Received only the catheter cut into 4 pieces. The cap of the catheter was not returned. The sac area was observed to be cut and the balloon appeared ruptured. The missing sac pieces were not returned. Due to the poor condition of the returned sample, a complete evaluation could not be performed. How and when the problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon" corrections: adverse event or product problem, outcomes attributed to adverse event, type of reportable event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon would not deflate, but could be injected with more water. The user injected the balloon till it ruptured and removed the catheter from the patient. Per additional information from (B)(6) via email (B)(6) 2018; yes there were missing pieces.